Event description:
It was reported that two pts sustained second degree burns after treatments with an ipl quantum laser. It was further reported that the hydrocortisone was prescribes to treat the burns.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist concluded the root cause of the reported events to be failure of the user facility to clean the optical window on the power detector in accordance to device labeling.